Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. There was no adverse impact on customer's blood glucose level. The customer continued to use the pump or reverted to alternate therapy for diabetes management.